Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectal excision and closure, the device could not be fired. Both handle and reload were replaced to complete the case. There was no patient injury.